Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the bard/davol device is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device 1). An additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2013 or (B)(6) 2014, the patient underwent surgery for the implant of an unspecified bard/davol sepramesh ip (device 1) or an unspecified bard/davol ventralex hernia patch (device 2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip (device 1) and ventralex hernia patch (device 2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.